Manufacturer narrative:
Updated fields: d4, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. However, other defects were observed. Based on the results of the investigation, it is likely the breakage of the image sensor unit may have led to the subject event. Regarding the cause of breakage, since multiple damaged sites were observed on the bending section, the irregular load may have been applied to the bending section, leading to the subject event. However, the cause of the event was unable to be specified. The event can be detected/prevented by following the instructions for use which state: ·labeling. The subject event can be detected by implementing in accordance with the below IFU. Instructions for ltf-vh chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the laparo-thoraco videoscope had no image. The issue was found during preparation for use. There were no reports of patient harm.